Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.

Manufacturer narrative:
H2 - follow-up type field = device evaluation selection was missed in previous supplemental.